Manufacturer narrative:
Upon receipt, all available info will be forwarded to the MFR, smith and nephew, for analysis.

Event description:
During laparoscopic cholecystectomy case, jaw broke causing case to be prolonged approx 30 to 40 mins to retrieve piece. Flouroscopy was taken to locate piece. Pt dischargd on 01/18/2007 with no further adverse effects.